Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing 80 units in the morning and then 50 units three hours later. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.